Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. In the afternoon on the day of the event, the patient exhibited hypoglycemia symptoms including weakness and presyncope. The spouse immediately called 911 to bring the patient to the hospital. Emergency medical services (ems) arrived and performed a bg but the value was not remembered. The patient was transported to the hospital and treated with an unremembered IV. The patient was discharged after 6 hours and was in stable condition when released. Of note, according to the report, the patient had been experiencing signal loss both on his receiver and mobile device before the incidents. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.